Event description:
Additional information received identified the patient's lead was explanted and replaced as previously reported due to inadequate stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead was explanted and replaced with a different model lead on (B)(6) 2015. The patient is currently implanted with a different manufacturer's ipg. It is unknown at this time why the patient's scs lead was explanted and replaced.